Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implantation procedure, there was difficulty inserting the lead into the device header. As a result, the ICD was not successfully implanted on (B)(6) 2025. The device was replaced successfully, and the patient remained stable.